Event description:
It was reported that an infusor over-infused during patient infusion of 3600 mg of fluorouracil in 223 ml of sodium chloride 0.9%. The reporter stated that the device delivered its entire contents over a period of approximately 24 hours instead of the predicted 46 to 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The batch was manufactured during may 9, 2013 - may 13, 2013. The device was returned for evaluation. Functional flow rate testing found the flow rate to be within specification. Therefore, the reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.